Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Plastic push rod got stuck inside - vagina [foreign body in reproductive tract]. Plastic push rod broke off and got stuck inside - vagina [complication of device insertion]. Plastic push rod broke off [device breakage]. Consumer contacted via e-mail and stated that the plastic push rod broke off and got stuck inside of her. No serious injury was reported.